Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, atrial noise reversions were noted. The patient was brought into clinic and no oversensing was noted with isometrics. Programming changes were made. The patient was stable throughout.